Event description:
During an endoscopic retrograde cholangiopancreatography, the tri-tome sphincterotome was being used to perform a sphincterotomy (electrocautery) when the cutting wire snapped from the device. Device was immediately removed from patient.